Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leakage from the connection between shaft and funnel of the foley catheter. 2 cases in a row. Per follow up information received via ibc on 03jun2024, confirmed that no patient involvement.

Event description:
It was reported that leakage from the connection between shaft and funnel of the foley catheter. This is the second of two consecutive cases. Per follow up information received via ibc on 03jun2024, confirmed that no patient involvement.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter without original packaging. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous solution methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.012 inch pinhole found at trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.